Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified device was ruptured, biological tissue, and creases fold. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional right side "tenderness". Additionally, healthcare professional reported "pain", rupture, capsule contracture, baker grade iii, and "patient's concerns with the product ". Device has been explanted.